Event description:
It was reported that the patient was in two car accidents. The first occurred in 2005 when she first got her implant, and the second in 2007 which created issues with her leads. Her hcp took an x-ray of the device and determined that the lead had been fractured. The patient's stimulation was affected, and she was feeling stimulation in places in her body that she didn't need it. A new hcp confirmed that this was possible, and replaced the patient's affected neurostimulator in 2009. Additional information has been requested, but was not available as of the date of this report.